Manufacturer narrative:
Results: cam retaining screw loose on hi/low actuator.

Event description:
It was reported by service report that the foot end of the bed lowers intermittently and the power cord has cuts in the outer jacket and the inner insulation. No pt involvement or adverse consequences are reported.